Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on an accident & emergency (a&e) patient sample and considered discordant when compared to a repeat negative troponin test results. Based upon the initially positive troponin result, repeat testing was performed on the patient sample and the results were negative. The customer reported the negative troponin test result to the a&e department. There is no known report of adverse health consequences due to the discordant positive advia centaur xp troponin ultra assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse found no system issues that may have contributed to the initially discordant troponin result. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications.